Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. Device remains implanted. This relates to the left side.

Event description:
Patient reported deflation. The device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening sharp assessed as unidentified (tear) opening. No shell thickness due to opening is under plug strap. Additional observations: crease fold observed in the surface of the shell. Wear abrasion observed in the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.1., d.4., d.9., h.2., h.3., h.4., h.6., h.10.